Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Per the IFU warnings, adverse effects of absorbable implanted devices include mild inflammatory and foreign body reactions and are not uncommon. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A possibility of potential tissue reaction was reported towards to arcr for calcific tendinitis that had initially taken place on (B)(6) 2014. Having claimed by the patient that he/she felt unfavorable with the shoulder, MRI was taken and he confirmed the part was swelling. The surgeon took placed revision surgery because he doubted any infection. Eventually, the symptom of infection was not confirmed through arthroscopic observation. However the surgeon commented the possibility of tissue reaction because he identified anomaly at the insertion region of reported anchor. The device was broken with the probe and cleaned up the joint with the shaver. The culture test has been conducted for the tissue partly taken up from the patient's body and br material. It was reported that the patient is allergic and had anaphylaxis with vaccination for hepatitis virus and also redness by propofol for general anesthesia.

Event description:
A possibility of potential tissue reaction was reported towards to arcr for calcific tendinitis that had initially taken place on (B)(6) 2014. Having claimed by the patient that he/she felt unfavorable with the shoulder, MRI was taken and he confirmed the part was swelling. The surgeon took placed revision surgery because he doubted any infection. Eventually, the symptom of infection was not confirmed through arthroscopic observation. However, the surgeon commented the possibility of tissue reaction because he identified anomaly at the insertion region of reported anchor. The device was broken with the probe and cleaned up the joint with the shaver. The culture test has been conducted for the tissue partly taken up from the patient¿s body and br material. It was reported that the patient is allergic and had anaphylaxis with vaccination for (B)(6) virus and also redness by propofol for general anesthesia.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.